Event description:
Customer alleged a hydrogen peroxide adjustment failure and fog. No patient injuries were reported.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. Fse came in and found the shelf blocking the sensor. Also, changed out the catalytic converter due to a little bit of mist coming out of assembly. Unit meets specification.